Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7119248/7119303.

Event description:
It was reported that the patient had infection at the lead placement site. Symptoms of pain and swelling were noted. The physician confirmed that the infection was not device related. All device components were explanted, and patient was doing well postoperatively. The explanted devices were disposed by the hospital.